Event description:
Edwards received information that the patient, a young boy of (B)(6) years of age, underwent a procedure to correct a failing 23mm mitral pericardial valve that had been implanted for one (1) year and seven (7) months due to valve degeneration leading to stenosis. The valve-in-valve intervention involved implanting a sapien 3 transcatheter valve into the 23mm bioprosthesis. As reported, this was a compassionate case of a pediatric patient with multiple congenital heart defects. The transcatheter implant was performed successfully with satisfactory result. Patient is noted as being stable.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted. The device history record (DHR) review cannot be done as the original device serial number was not reported and there is no record of this patient in our implant patient registry. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention has been unsuccessful. However, this patient has multiple contributing factors and because this is a very young, male child, it was anticipated to be an early degeneration of the bioprosthesis -- possibly due to calcification and/or host tissue overgrowth, of this valve. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.